Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm. The event date is an approximation. On (B)(6) 2025, it was reported that the patient experienced a skin reaction which occurred 10 days after the sensor had been inserted in the arm. Prior to sensor insertion the area was prepped with alcohol. The patient developed inflammation/swelling and pimples under the sensor patch and had a small amount of blood in the area. The patient cleansed the area with hydrogen peroxide. On an unspecified date, the patient¿s wife drove him to the emergency department (ed and a blood test confirmed an infection, and the patient was admitted into inpatient hospitalization for IV and oral antibiotic therapy. He was discharged home after five days and was doing well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.